Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switch test. There was no patient involvement.

Event description:
It was reported that the device had failed binary switch test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. The field technician stated issue of pca modules ¿failed binary switches¿ was not confirmed during the investigation. Between 20nov2024-25nov2024, four (4) pca modules were received unboxed and with paperwork. The pca module binary switches were observed operating as intended during testing with the use of asft program in the bd san diego operation¿s lab. The pca module will be returned to bd san diego repair center for normal processing. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.